Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a sclerotherapy procedure on a (B)(6) year old female pt, the balloon became stuck on the .035 wire. Damage was noted to the internal jugular vein. A section of the device did not remain inside the pt's body. The pt did not require an additional procedures nor experience any adverse effects due to this occurrence.